Event description:
It was reported that during a colectomy, within several minutes after inserting the device, the device ripped in half. A like device was used to complete the procedure. There was no pt consequence.